Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement. It was reported that intra-operatively, there was a cylinder around the 3d model in the navigate task, but the registration model looked fine. The surgeon decided to just use the 2d views for the procedure. The procedure was completed using the navigation system. There was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.